Manufacturer narrative:
The following elements have blank data.

Event description:
The mynx closure device malfunctioned during deployment. Manual pressure was held to the right femoral artery site by the physician.